Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), it was observed that size of implant did not fit according to drill series and surgical guide.